Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, while the complaint of dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found the helix retracted and clogged with dried blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. No further anomalies were found.

Event description:
It was reported that during implant procedure, the novel atrial lead exhibited a helix rotation issue causing it to dislodge from its point of fixation. The procedure was completed using an alternate lead on (B)(6) 2023. The patient was discharged without issue.